Manufacturer narrative:
Evaluation: results: patients condition affected the effectiveness of the device (lesion morphology - between 65 -90% stenosis). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (device or procedural images not provided for review). Conclusion: results: device failure related to patient condition (lesion morphology - between 65 -90% stenosis). Unable to confirm complaint (device or procedural images not provided for review). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
An attempt was made to treat a lesion in the lcx with an endeavor resolute drug eluting stent. The lesion exhibited 90% stenosis in the middle of the vessel and 65% stenosis in the distal of the vessel. During the surgery, the lesion was pre-dilated, but the endeavor resolute device failed to cross the lesion and upon removal it was noted to be damaged. The stent had been prepped as per IFU prior to use with no reported issues. The physician changed a new device (same size) to complete the procedure. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).